Event description:
Attorney's report of patient's nausea, bowel obstruction, and the mesh migrating intraperitoneally, adhering to the bowel, which required surgery to dissect and free the bowel from the mesh, due to defective mesh.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.